Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with blank display and cracked lcd display. Unable to do the self-test due to blank display. Pump was cut open to perform visual inspection and found crack lcd controller (pcba1) and moisture damages on motor and electronic assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspections: cracked belt clip rails, scratched case and cracked keypad overlay. Cosmetic damages of cracked screen was confirmed when cracked lcd controller (pcb1) was noted. Unit was also received with blank display due to a cracked lcd controller and electronic assembly. Unable to download history files due to blank display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump had a crack on the screen after it was dropped on the recliner, which caused the screen to be crushed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found damage to the display. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.